Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement with a high threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid in the helix housing and coils out of alignment. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations dislodgement and high pacing threshold.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement with a high threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid in the helix housing and coils out of alignment. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations dislodgement and high pacing threshold.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to micro dislodgement with a high threshold. A new lead was implanted. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found dried body fluid in the helix housing and coils out of alignment. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations dislodgement and high pacing threshold.